Manufacturer narrative:
H3. Evaluation summary: the analysis results found that the sheath of one of the tissue marker devices was received torn and missing. As each device is visually inspected and functionally tested during the manufacturng process, no conclusion could be reached as to how the damage to the device occurred.

Event description:
It was reported that three tissue markers did not deploy properly during a breast biopsy procedure. The procedure was completed with another device. There was no patient consequence reported. Four tissue markers were returned for analysis.